Manufacturer narrative:
Based on the current information provided, the root cause of the complication to the liver and subsequent unexpected medical intervention is believed to be related to inadvertent user error as it was indicated that the collision occurred by accident. The cadiere forceps instrument was not returned for evaluation. A review of the system logs for the event date of (B)(6) 2020 has been performed by an intuitive surgical, inc. (Isi) post market surveillance specialist and the following was observed: there were no observed events in the system logs that would suggest a product issue and the logged events are in line with normal system functionality. No image or procedure video was provided for review. Per the instrument log review, two cadiere forceps instruments were installed during the procedure. At this time, it is unknown which of the two cadiere forceps instruments were in use when the complication occurred. Their product information is as follows: (part #470049-06, lot #n11190819-0096 and part #470049-06, lot #n14190624-0110). This complaint is considered a reportable event due to the following conclusion: it was reported that during the sleeve gastrectomy procedure, a cadiere forceps instrument had ¿bumped the liver¿ and caused ¿a good amount of additional bleeding¿ that the surgeon resolved with the use of a laparoscopic ¿raytech¿ suction instrument. Please refer to patient identifier (B)(6) for the report of staple line bleeding.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the staple line was bleeding after the surgeon had stapled with a sureform 60 stapler instrument. The surgeon used clips following stapling to resolve the bleeding. On 13-feb-2020, intuitive surgical, inc. (Isi) obtained the following additional information from an isi clinical territory associate (cta), who spoke directly with the surgeon and was present during the case, regarding the reported event: during a sleeve gastrectomy procedure, a staple line leak was visible. There was ¿a lot of pulling and tugging¿ on the stomach tissue and on the staple line just because of the type of case. Also, during this case, a cadiere forceps instrument had ¿bumped the liver¿ and caused ¿a good amount of additional bleeding¿ (the amount of blood loss was unknown but was confirmed as being ¿well under¿ 750ml) that traveled along the stomach staple line. Hence, initially, the staple line was believed to have been fine. The surgeon had stapled all the way up the stomach with the sureform 60 stapler instrument ¿ starting with green reloads (2) and worked to blue reloads (5). There were a total of 7 reloads used. That is when the cadiere forceps instrument bumped the liver. Once the bleeding from that was under control (with use of a laparoscopic ¿raytech¿ suction instrument), that¿s when the surgeon noticed that not all of the blood had come from bumping the liver. The surgeon visualized a small amount (under 750ml) of bleeding along the entire staple line, starting at the ¿first bite¿ all the way to the ¿last bite." The surgeon opted to undock a da vinci arm and use that port for a laparoscopic (lap) clip applier instrument. The lap clip applier instrument comes ¿pre-loaded¿ with approximately 10 clips in each instrument. The surgeon used one lap clip applier instrument (with approximately 10 clips) to secure the staple line and control the bleeding. The procedure completed robotically with one port being used for the lap clip applier instrument. The instruments and accessories were inspected prior to the surgery with no visible signs of damage. There were no instrument collisions. There were no obstructions. Buttress material was not in use. There was no report of misfire, partial fire or malformed staples. There was no report of clamping issues or system error(s). The procedure started and ended with the same sureform 60 stapler instrument. The target tissue was stomach tissue; there was no evidence of calcification or tissue tension. There was no report of tissue bunching in the jaws of the stapler but that there was a lot of ¿pulling and tugging¿ on the stomach tissue and on the staple line ¿just because of the type of case¿. The surgeon alleged visible staple line leaks along the entire stomach staple line and clips from a laparoscopic instrument were used to stop the alleged minimal bleeding. There is no report of system errors and there is no report of instrument or reload firing issues (not firing, partial firing, or malformed staples). All visible staples were in the proper ¿b¿ shape form. There are no photographic images of the device(s) or a video recording of the procedure available for isi review. On 04-mar-2020, isi obtained the following additional information from the isi cta: it is confirmed that the bleeding that occurred was a small amount and the surgeon used a laparoscopic clip applier instrument through the robotic port, and no additional medical intervention was rendered. The cta also confirmed that the bleeding from the liver being bumped (accidentally by the surgeon) was not a significant amount, and there was no medical intervention rendered to address the bleeding. The bumping of the liver with the cadiere forceps was surgeon induced.